Manufacturer narrative:
(B)(4)

Event description:
It was reported that the left ventricular lead dislodged and was intermittently pacing in the atrium. The dislodgement was confirmed via x-ray. No intervention was performed at this time. The patient was asymptomatic.